Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2001183. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further investigation. The retained samples were each evaluated and no defects were observed. The material used within the emerald syringes has been selected and tested to resist normal conditions of use.

Event description:
It was reported that the bd emerald¿ syringe luer tip broke off during use inside the "balloon/water port" of the catheter. The following information was provided by the initial reporter: "the customer states that the tip broke off inside the balloon/water port on a catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd emerald¿ syringe luer tip broke off during use inside the "balloon/water port" of the catheter. The following information was provided by the initial reporter: "the customer states that the tip broke off inside the balloon/water port on a catheter.